Event description:
Reporter indicated that a vns pt was to undergo generator revision surgery. F/u with the treating medical professional revealed that the pt presented with high lead impedance. The pt underwent generator revision surgery which did not resolve the high impedance. The lead and new generator were then replaced. There were no reports of trauma or manipulation. The lead was discarded by the explanting facility.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.